Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative indicating that they can stop by the facility and see what the status is of the explanted devices. The extension went to pathology and hasn't been released to them yet.

Manufacturer narrative:
Continuation: product ID 3708640 lot# serial# (B)(4) implanted: 2015 (B)(6) explanted: 2018(B)(6) product type extension product ID neu_set_screw lot# serial# unknown implanted: 2015-(B)(6) explanted: 2018-(B)(6) product type accessory . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative indicating that the high impedances have been resolved. They had to explant the old extension and replace it with a new one. Impedance after replacement showed all normal even contact 0. Per the healthcare provider it looks like the set screw in contact 0 was caved in. He had a hard time getting it loose. Contact 0 had been an issue since it was implanted in 2015. This information was confirmed by the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding their implantable neurostimulator (ins) for dystonia and movement disorders. It was reported that when the new ins was implanted they had contact 1 showing greater than 40,000 ohms. The other contacts were c2 was 728 ohms, c3 was 784 ohms, and 23 was 963 ohms. All other combinations were at least greater than 20,000 ohms. No patient symptoms or further complications were reported as a result of this event.